Manufacturer narrative:
(B)(4) is an echelon oval, 1.5t system. On march 25, 2021, hitachi received a report from (B)(4) that the patient was undergoing an MRI scan of the right hip. When the patient was taken out of the scanner at the completion of the exam, he reported to the technologist that his upper thighs felt like they were burning. Upon inspection of the patient, two small red circles were present on his inner thighs where they were touching, and he had burning pain present in that area. At that time, the patient did not request medical treatment and left the facility. The next day, a follow up call was performed. The patient stated that the redness was less at the end of the day (day of exam) but there were pin head sized blisters on both legs in that area (3 on right, 2 on left) that evening. The next day (3/19) he stated the blisters were scabbed over and improving, and said he was ok. He did not indicate he needed to seek medical treatment. Another attempt was made to contact the patient a week later, but he did not return phone call. Hitachi was first notified on 3/25/21. Hitachi service went to site to evaluate coil performance and room temperature. System and coil were operating as intended, and room temperature was within our recommendations. Patient images were sent to home office. Clinical science evaluated images on 4/6/2021 and did not note any irregularities. Site did note during complaint investigation that patient's thighs were touching during the scan. We recommend placing pads between body parts to avoid forming a conductive loop. A conductive loop can result in patient burn. Applications reviewed patient warming prevention plan with the site to address the correct usage of pads. A copy was also sent to the manager. On april 26, 2021, hitachi received a new notification that the site filed a MDR. Based on this new information, hitachi is submitting a MDR for this event.

Event description:
On march 25th, 2021 hitachi received a report from an MRI site, (B)(4). A patient received a hip MRI on (B)(6) 2021 and stated after the scan that he had received two burns on his right and left inner thighs the size of a quarter. Patient did not receive medical intervention. On april 26, 2021, hitachi received notification that the site filed a MDR. Based on this new information, hitachi is submitting a MDR for this event.